Event description:
As reported, during an interventional procedure a crack was found at the connection of a 4f vertebral (vert) 135 degree 100cm tempo diagnostic catheter. There was no reported patient injury. The patient was admitted to the hospital for treatment for prostatic hyperplasia, and was given interventional treatment after completing relevant auxiliary examinations. The medical staff opened the device according to the regular operation. The hospital reported it as an adverse event to the china nmpa directly. Device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: as reported, during an interventional procedure a crack was found at the connection of a 4f vertebral (vert) 135-degree 100cm tempo diagnostic catheter. There was no reported patient injury. The patient was admitted to the hospital for treatment for prostatic hyperplasia and was given interventional treatment after completing relevant auxiliary examinations. The medical staff opened the device according to the regular operation. The hospital reported it as an adverse event to the china nmpa directly. The device was not returned for evaluation. A product history record (phr) review of lot 18078903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub ¿ catheters-cracked¿ could not be confirmed or further clarified without the return of the device for evaluation. Procedural and/or handling factors such as device damage upon removal from the packaging or loading a wire. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.